Event description:
It was reported that when trying to do a preventative maintenance, the temp is not adjusting. No patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked water tank cover, corroded drain fitting, front cover has deep scratches and power cord discoloration and damaged printed circuit board (pcb). Functional testing found after letting it run for thirty minutes and temperature was not rising up. Tried to adjust the temperature but the appropriate potentiometer (pot) on the pcb is damaged. The root cause of the reported issue was found to be customer damage. Replace pcb, drain fitting, water tank cover, power cord, front cover. Device passed all functional testing. No information provided to date. UDI is unknown, no product information has been provided to date.